Manufacturer narrative:
(B)(4).

Event description:
It was reported that app closes when selecting alerts occurred. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number correction to remove 84436.

Event description:
Subsequent to the initial report, a supplemental is needed for corrections.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause could not be determined.